Manufacturer narrative:
The permanent cautery hook (pch) instrument involved in this complaint has not been returned to isi for analysis. Therefore the root cause of the failure cannot be determined. If the product is returned and/or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the permanent cautery hook associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2020 on system sl0416. The instrument had 4 uses remaining. The customer provided images of the instrument. A review of the images supported the allegation of the pch breakage. This complaint is being classified as a reportable event due to the following conclusion: it was reported that at the end of the procedure, while the pch instrument was being removed, the tip of the instrument "caught" the tip of the cannula and pieces of the pch fell inside the patient. The customer noted that pieces were not retrieved as they could not see anything in the surgical field. An x-ray was reportedly performed and no broken fragments were detected. Unintended fragment(s) falling into the patient may require surgical intervention and currently it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, and the patient has not reported any complications resulting from retaining a foreign object, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that at the end of a da vinci-assisted cholecystectomy procedure, the tip of the permanent cautery hook (pch) instrument "caught" the tip of the cannula when it was being removed, and pieces of the pch fell inside the patient. At the time it was unknown if all the broken pieces that fell inside the patient were retrieved, however, an x-ray was reportedly performed and no broken fragment(s) were detected. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer explained that the broken fragment(s) were not retrieved as the surgical staff could not find them in the surgical field. Following the procedure, the customer indicated the patient went home and there was no report of patient injury or post-operative complications resulting from retaining a foreign object. The pch instrument was reportedly inspected prior to use and no damage was observed. The reported issue took place when the surgeon was removing the specimen and was almost finished with the procedure. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and there were no collisions with an instrument or accessory. The surgical staff explained there was resistance when the instrument was removed through the cannula, but there was no damage noted to the cannula upon instrument removal. When the instrument was observed following removal, the surgical staff identified there was a small piece missing from the permanent cautery hook.